Manufacturer narrative:
Pump received with button error alarm and intermittent esc button response due to corroded keypad traces. The pump passed the displacement, prime/system sensor and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery in the middle of changing a cartridge and the alarm will not cancel. The buttons are not responsive. Customer does not recall any significant events leading to the error. Troubleshooting was done for error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.